Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that six months after implant, all the parameters were abnormal. Loss of capture, high out of range, hv lead impedance and low pacing lead impedance were observed. X-ray fluoroscopy found that the lead was completely dislocated and retracted to the pocket position. The lead was explanted and replaced. The patient is recovering. No further information was available.

Event description:
New information notes that during the hospitalization, the patient was recovering, and no adverse reactions occurred. After discharge, the patient has not yet returned for follow-up.